Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the mid lad with moderate tortuosity mild calcification and 90% stenosis. The lesion was dilated with a 2.5 x 15 mm voyager balloon catheter and then with the 3.5 x 15 mm voyager balloon catheter. However, when the 3.5 x 15 mm voyager balloon catheter was inflated for the first time, the balloon ruptured at 6 atm. There were no patient consequences. The procedure was completed after deploying another company's stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information; however, the device was not returned to abbott vascular for analysis. There are several factors that can contribute to balloon rupture such as, balloon damage during manufacturing interaction with other devices, patient anatomy, lesion calcification, lesion tortuosity, or exceeding rated burst pressure (rbp). It was reported that the lesion was moderately tortuous and mildly calcified, which could have contributed to the balloon rupture. Without the device to examine, a thorough analysis could not be performed, and no determination can be made as to the root cause of the reported discrepancy.